Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device self test does not work and it does not shock. There was no patient involvement.

Event description:
It was reported to philips the device turns off on its own power supply. There was no patient involvement.